Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. Customer was calling on behalf of self from the pharmacy. The pharmacist had made the call but information was obtained through the customer. The customer is concerned with test results from results obtained of 160, 179 and 198 mg/dl. Customer is also concerned that back to back results in the meter memory are erratic. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date at time of call is three months. The meter memory was reviewed for previous test result history: result 1 : 160 mg/dl date: (B)(6) 2017time:12:27pm fasting, result 2 : 120 mg/dl date: (B)(6) 2017time:12:27pmfasting , result 3 : 137 mg/dl date: (B)(6) 2017time: 6:24am fasting, result 4 : 179mg/dl date: (B)(6) 2017time: 5:06pmfasting, result 5 : 198 mg/dl date:(B)(6) 2017 time:5:25 pm fasting. Concerned with all results above 150mg/dl and is also concerned with the back to back results being erratic.